Manufacturer narrative:
Although the hosp claims the foreign body is from a karl storz resectoscope sheath, there is no proof of it. Hosp risk mgr does not believe the sheath is related to the initial surgery. They cannot say what the cause of death is until the autopsy report is ready. Karl storz, nevertheless, is filing this incident report at this time.